Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate mode switch. Upon boston scientific technical services (ts) review, it was noted that there was noise and oversensing recorded in the atrial channel that appears to be respiratory rate trend (rrt), which led to the inappropriate mode switch. In addition, the non-boston scientific right atrial (ra) lead also exhibited high pacing impedance out of range. Ts discussed to turn off the rrt and then troubleshoot for a possible lead issue. The device system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate mode switch. Upon boston scientific technical services (ts) review, it was noted that there was noise and oversensing recorded in the atrial channel that appears to be respiratory rate trend (rrt), which led to the inappropriate mode switch. In addition, the non-boston scientific right atrial (ra) lead also exhibited high pacing impedance out of range. Ts discussed to turn off the rrt and then troubleshoot for a possible lead issue. The device system remains in service at this time. No adverse patient effects were reported. Additional information received indicates that the rrt was turned off and the patient is being monitored on latitude. The device system remains in service. No adverse patient effects. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate mode switch. Upon boston scientific technical services (ts) review, it was noted that there was noise and oversensing recorded in the atrial channel that appears to be respiratory rate trend (rrt), which led to the inappropriate mode switch. In addition, the non-boston scientific right atrial (ra) lead also exhibited high pacing impedance out of range. Ts discussed to turn off the rrt and then troubleshoot for a possible lead issue. The device system remains in service at this time. No adverse patient effects were reported. Additional information received indicates that the rrt was turned off and the patient is being monitored on latitude. The device system remains in service. No adverse patient effects. Additional information indicates this crt-d recorded pacemaker mediated tachycardia (pmt) episodes that appear to be atrial driven. The ra lead pacing impedance is still showing out of range measurements. Further review was recommended by ts.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate mode switch. Upon boston scientific technical services (ts) review, it was noted that there was noise and oversensing recorded in the atrial channel that appears to be respiratory rate trend (rrt), which led to the inappropriate mode switch. In addition, the non-boston scientific right atrial (ra) lead also exhibited high pacing impedance out of range. Ts discussed to turn off the rrt and then troubleshoot for a possible lead issue. The device system remains in service at this time. No adverse patient effects were reported.